Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 13, osseointegration had not yet been obtained. The implant had been placed after the tooth's extraction. A bone graft was placed. Clinician noted fenestration. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 13, osseointegration had not yet been obtained. The implant had been placed after the tooth's extraction. A bone graft was placed. Clinician noted fenestration. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).